Manufacturer narrative:
The review of the transmitter alert history showed sensor replacement was triggered for the first time on (B)(6) 2025, day 26 after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.investigation of the returned sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body, is not reproduced in the lab.a further review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channels, since insertion, leading to early sensor retirement. This is potentially due to coagulated blood from the implant process interfering with the interface of the hydrogel (sensor's chemical component).as part of resolution, a sensor replacement was offered to the user. B4. Date of this report 07 april 2025. G3. Date received by the manufacturer? 07 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 january 2025,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.